Event description:
A zodiac set screw was found disengaged from the construct approximately 10 weeks post-op. Revision surgery was performed in order to remove and replace the suspect implant.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The implants were properly manufactured and released in accordance with the device master record. The date of both the initial and revision surgeries is unknown. Multiple attempts to obtain information have gone unanswered. Upon the receipt of additional information a follow up submission will be provided. Both the surgical technique and instructions for use provide directions and warnings as to the proper set screw final tightening process. Surgical technique (B)(4) instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks.